Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusions set tap not sticking event on 12-april-2024. It came off during shower. The cause of non- adhering was not sticky enough moisture. Non-serialized product being replaced. No further information available.